Event description:
Customer reported the interconnect cable was damaged and the lens for the x-ray on lamp was missing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the x-ray on lamp. System operates as intended.